Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while using the robotic assisted satellite station device with the robotic assisted base station device, when the surgeon went to make cuts, it was observed that the arm was moving around like crazy while making the cuts. It was reported that the robot was not mounted to the surgical bed. It was reported that the procedure was successfully completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.